Manufacturer narrative:
Corrected reporter country from romania to french polynesia.

Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, presence of dust/dirt was observed. The device was scrapped as per customer request. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction.